Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep without cassette attached (dbnc) error. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.